Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e: this event was reported by post market clinical research specialist ii. The initial reporter facility name is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a gemini basket was used during a cystourethroscopy, with removal of foreign body, calculus, or ureteral stent from urethra or bladder (separate procedure); simple procedure performed on (B)(6) 2019. During procedure, ureteral perforation occurred.